Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure on (B)(6) 2026 for polyp removal. During the procedure, the resolution 360 ultra clip would not release during attempted deployment. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. The complaint device was not returned therefore, product analysis could not be performed, for this reason and due to the lack of evidence is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "clip failure to release from catheter" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure on (B)(6) 2026 for polyp removal. During the procedure, the resolution 360 ultra clip would not release during attempted deployment. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.